Event description:
It was reported that there was an issue with gd450m - micro-line straight hdpc 1:1 f/2.35x70mm. According to the complaint description, the device overheated intraoperatively. The patient experienced a small burn on left side of upper lip during a bimaxillary orthognathic (bimax) procedure. Another unit was available and replaced immediately in order to complete the surgery. There was temporary impairment, with epistaxis and some "trauma". Further information was not provided. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information: investigation results will be provided in a supplemental report.

Event description:
Update: involved components: 400582126 - ga824/elan 4 electro low speed motor intra - lot: 2600874. 400582127 - ga806/elan 4 electro motor cable f/foot ctrl. - lot: 2602776.